Event description:
After error 5900 step loss detected on (r2 pipettor syringe motor), the customer observed signs of fire (traces of burning) and smelled a burnt smell when opening the cover on the architect i2000sr instrument. No impact to patient management/user safety was reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
While troubleshooting the issue, the field service engineer discovered that the source of the burn odor was from the connector of the syringe assy, due to a leak from syringe assy, causing the connector to short circuit and burn/charr. Service replaced the syringe assy and deemed the part the cause for the issue. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported and no damage to the instrument. Labeling was found to be adequate for the complaint issue. The architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The architect I system service and support manual contains adequate information for troubleshooting the observed issue and removal, and replacement of the parts. Trending review did not identify any trends for the complaint issue. A review of the achitect isr03433 service history, revealed no contributing factors to the event and no additional issues of burn marks/charring, or burning smell coming from a part on the isr03433. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn marks/charring, and burning smell, observed was limited to the syringe assy( part number 7-77650-09) ; the burn marks/charring, and burning smell did not spread to other parts of the module. Based on all reviewed data, a product deficiency was not identified.

Manufacturer narrative:
Additional information received from the customer. The cable connector that showed traces of burns was cleaned by the tss. The causative agent is the syringe, which leaked. The leak created a short circuit. Neither the cable nor its connector was damaged. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.